Event description:
The customer reported that during a case with the anchorage plating system a 3.0 non-locking screw head just came off on the screw driver when it was being implanted. The surgeon did manage to get it out, but had to remove the plate, nibble/chiselled the bone and then back it out with pliers

Manufacturer narrative:
The reported event could be confirmed, since the device was returned for evaluation and matches the reported failure mode. The device inspection revealed that the part is severely damaged. The screw was received on two parts, the head and the threaded part. The head and the threaded part of the screw show multiple signs of damage (material removal, gnawed material...), a sign that large forces were applied during the insertion/explantation of the device. More detailed information about the complaint event (insertion angle/applied force during insertion/patient's bone quality) must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If any further information is provided, the complaint report will be updated.

Manufacturer narrative:
Upon completion of investigation, additional information will be provided in a supplemental report.

Event description:
The customer reported that during a case with the anchorage plating system a 3.0 non-locking screw head just came off on the screw driver when it was being implanted. The surgeon did manage to get it out, but had to remove the plate, nibble/chiselled the bone and then back it out with pliers.